Event description:
Customer reported 2 incidents of hyperglycemia, requiring professional medical treatment within 24 hours of attempting, and being unable to use the aviva system due to an error within specifications. A request was made for the return of the system and a replacement was sent.